Event description:
It was reported that a patient experienced turbid liquid or cloudy effluent along with symptoms of abdominal pain and diarrhea. Five days after the onset of the symptoms, the patient was treated with gentamycine and bristopen (dose, frequency and route not reported) for prophylaxis. The events of turbid liquid, abdominal pain and diarrhea were still ongoing and the patient had not yet recovered. It was unknown whether the treatment was still ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not available and the lot number is unknown, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.